Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to increased pacing lead impedance. The patient was in good condition during and after the procedure.